Event description:
Radiometer reference number: (B)(4). According to the complaint, the customer experienced that after they upgraded the abl90 flex plus analyzer (serial number: (B)(6)) to software version 3.6, analyzer gives a roma error asking to restart the analyzer after a patient sample is run. The analyzer will then restart losing the patient sample results. The service dump logs 14 crashes between 19-feb-2026 and 25-feb-2026. In one of the crashes, on (B)(6) 2026, the patient sample was lost.